Event description:
It was reported that when the smart toe implant was placed, it did not expand as it should have. Same issue happened with the second attempt. The surgeon had to use alternative method, (kwire) to align the toe.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary; the reported event that smart toe ii 16mm / 10° angle (implant) had no expansion during surgery could not be confirmed since the device was not returned. Based on this investigation, the root cause of the determined no expansion problem was attributed to a user related issue. The smart toe ii 16mm / 10° angle (implant) expansion problem was caused by mismanagement of the temperature. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that when the smart toe implant was placed, it did not expand as it should have. Same issue happened with the second attempt. The surgeon had to use alternative method, (kwire) to align the toe.